Event description:
Related manufacturer reference number: 2017865-2023-94692. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker exhibited pacemaker mediated tachycardia. The pacemaker and atrial lead oversensed noise which triggered inappropriate mode switch. No changes or intervention was performed. The patient was in stable condition.